Event description:
It was reported that a pt who had a calaxo implanted in 2007 is complaining of cysts and constant burning sensation. No other info is available at this time.

Manufacturer narrative:
Product recall initiated august 21, 2007.